Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats procedure, the device was difficult to insert and remove from the cannula. No known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three device. Visual inspection found two of the devices were missing the circular seals. Functionally; the obturator was inserted and removed into the trocars with some difficulty. The root cause of this condition was determined to be the result of a component received from a supplier. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.